Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown morphine 20 mg/ml at 2 mg/day via an implanted pump. It was reported last week he refilled a patient and a few days later the patient went into withdrawal. It was noted the hcp believed the morphine was not the correct concentration and caused the issue. The hcp reported no issue with the pump and was able to retrieve expected to actual for volume. Technical services (ts) reviewed full system content removal, but the hcp did not want to perform. The hcp wanted to bolus the old drug, the catheter volume was reviewed and was 0.251 ml and lowest tubing was 0.14ml. Ts reviewed that it would be a large bolus if the drug was the correct concentration. It was noted the hcp felt comfortable bolusing the amount and monitoring the patient. The hcp would not provide patient information. No further complications were reported.